Event description:
Following a laparoscopic anti-reflux procedure, a patient had an endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of a portion of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implant on (B)(6) 2013 at (B)(6) hospital. Two (2) device beads were observed endoscopically on the posterior side of the esophageal lumen on (B)(6) 2017. The device was found intact. Seven (7) of thirteen (13) linx device beads were explanted endoscopically on (B)(6) 2017 at (B)(6) school of medicine. The patient was doing well after removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had an endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of a portion of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implant on (B)(6) 2013 at (B)(6) hospital. The patient caught a boom across her abdomen in a sailboat accident 9 days prior to experiencing sharp, epigastric abdominal pain with associated belching. The 2 device beads were observed endoscopically on the posterior side of the esophageal lumen on (B)(6) 2017. The device was found intact. 7 of 13 linx device beads were explanted endoscopically on (B)(6) 2017 at (B)(6) school of medicine. The patient was doing well after removal and dysphagia resolved.

Event description:
Following a laparoscopic anti-reflux procedure, a patient had an endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of a portion of the linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including linx device implant on (B)(6) 2013 at (B)(6) hospital. The patient caught a boom across her abdomen in a sailboat accident 9 days prior to experiencing sharp, epigastric abdominal pain with associated belching. 2 device beads were observed endoscopically on the posterior side of the esophageal lumen on (B)(6) 2017. The device was found intact. The 7 of 13 linx device beads were explanted endoscopically on (B)(6) 2017 at (B)(6) school of medicine. The patient was doing well after removal and dysphagia resolved. The remaining 6 linx device beads were explanted laparoscopically without issue on (B)(6) 2017. The patient was doing well after removal.